Manufacturer narrative:
Zealand pharma ae assessor attempted to contact the vgo user multiple times. Assessor missed one return call. Vgo user was treated at the hospital for a bacterial infection. It appears that she was not admitted and was treated over the course of a few hours and then released.

Event description:
The patient reported that on (B)(6) 2021 patient went to the emergency room for treatment of a bacteria infection cause unknown. Patient was treated with fluids and released within a few hours.